Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the latch sensor was loose and misaligned. The sensor was reseated, and the storage space was successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer had failed. The system indicated that the drawer was not closed even though it was. The drawer was manually opened, and the machine was turned off and back on using maintenance mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.